Event description:
A discordant, falsely elevated sodium result was obtained on one patient sample on dimension rxl max with hm instrument while quality controls (qc) were out of range. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and resulted lower. It is unknown if the repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and error log, which did not show any errors from the integrated multisensor technology (imt) system. The cse replaced the x2 tubing, rotary valve x-seal, imt sample probe, and imt tubing. The cse also cleaned the rotary valve ports and aligned the pump. The instrument was conditioned, a diluent check was run by the cse, and the customer ran qc to verify the instrument was operational. The cause of the discordant sodium result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.